Event description:
It was reported that the motor on the small battery drive works intermittently. No further information was provided. Per additional information from facility contact: the issue with the complained device was discovered during routine maintenance.(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.